Manufacturer narrative:
Device is a combination product. (B)(4). Age at time of event: 18 years or older. (B)(4).

Event description:
It was reported that during a coronary stenting treatment procedure, stent damage occurred. Vascular access site was obtained via radial artery. The 2.5 mm eccentric, de novo target lesion was located in the severely tortuous and moderately calcified left anterior descending artery with a significant bend of >=90. A non bsc guide wire was used and then the lesion was predilated with a 2.0 x 15mm apex balloon catheter. A 2.50 mm x 20 mm promus element stent was advanced but it could not cross the lesion so the physician withdrew the stent and found that the distal stent edge was flared. Thus the doctor used a 2.5 x 20mm promus premier to complete the procedure and the lesion was post dilated with a 2.75 x 8mm quantum apex balloon. The case was completed successfully. No patient complications were reported and the patient's status is stable.

Manufacturer narrative:
Device evaluated by manufacturer: a visual and microscopic examination found that the stent was damaged. One strut on the third most distal row was lifted. The tip bond was slightly flattened and the tip was flared. This type of damage is consistent with meeting an obstruction during an attempt to cross a lesion. No issues were noted with the balloon of the device that could have potentially contributed to the complaint incident. The balloon was tightly wrapped and did not appear to have been subjected to positive pressure. No kinks or damage were noticed along the shaft of the device. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that during a coronary stenting treatment procedure, stent damage occurred. Vascular access site was obtained via radial artery. The 2.5 mm eccentric, de novo target lesion was located in the severely tortuous and moderately calcified left anterior descending artery with a significant bend of >=90. A non bsc guide wire was used and then the lesion was predilated with a 2.0 x 15mm apex balloon catheter. A 2.50 mm x 20 mm promus element stent was advanced but it could not cross the lesion so the physician withdrew the stent and found that the distal stent edge was flared. Thus the doctor used a 2.5 x 20mm promus premier to complete the procedure and the lesion was post dilated with a 2.75 x 8mm quantum apex balloon. The case was completed successfully. No patient complications were reported and the patient's status is stable.